Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after full release of the valve, an echocardiogram was performed. Subsequently, trivial-mild central aortic regurgitation was observed. It was noted that the calcification on the non-coronary cusp (ncc) was more advanced than expected, resulting in poor expansion. There was slight paravalvular leak (pvl) and almost no pressure gradient problems, so the procedure was completed without a post-implant balloon aortic valvuloplasty (bav). The patient was placed under observation without additional treatment. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the poor expansion occurred at the point of no recapture. The mean gradient prior the implant of the valve was 80 millimeters of mercury (mm hg). The mean gradient after the valve was implanted was 14 mmhg. The implant depth on the ncc was 3 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. No adverse patient effects were reported.